Manufacturer narrative:
Continued from concomitant medical products and therapy dates section: cook quantum inflation device, qid-1, cook acrobat calibrated tip wire guide, acro-35-450. Initial reporter section: occupation - unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not hold pressure and a leak was observed from a rupture in the balloon material near the center of the balloon. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. There were no kinks or any other damage found in the catheter. A customer photo of the pouch and label was also provided and verified the product information the device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook eclipse ttc wire guided balloon dilator. The device was placed in the desired position and the balloon was unable to inflate. The physician retracted the device from patient and found out the balloon was leaking. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.